Event description:
Report of infant death. Mother alleges the monitor did not function appropriately. Monitor in police custody at this time. Police dept has had the unit tested. Unit functioned as intended.